Event description:
It was reported the device was removed, but the lead was left implanted. The reporter thought the reason for removal was either due to discomfort or because the device was not working. It was also noted the patient was having back issues, but it was unknown if this was related to the device. The patient needed to have a magnetic resonance imaging (MRI), so MRI compatibility guidelines were provided. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Event description:
Additional information received: it was reported that the patient's back pain was not related to the device. The patient was referred to a neurosurgeon for cervical stenosis and myelopathy, also unrelated to the device.

Manufacturer narrative:
Product ID (B)(4), lot# l83193, implanted: (B)(6) 2000, product typ lead, product ID (B)(4), serial# (B)(4), product typ programmer, patient, product ID (B)(4), serial# (B)(4), implanted: (B)(6) 2006, product typ extension, product ID (B)(4), serial# (B)(4), implanted: (B)(6) 2006, product typ extension. (B)(4).